Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the patient experienced acute onset of chest pain and pressure that became worse with deep inspiration. Testing revealed that the lead helix had protruded into the pericardial space and there was a trivial pericardial effusion at the apex. Medications were administered. The following morning the patient¿s chest pain was close to completely resolved and a repeat echocardiogram was unchanged. The patient was discharged on medications and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.